Event description:
A (B)(6) male with a history of cancer was seen in the chemotherapy infusion center for treatment. The pt was started on 5fu via a smart ez pump for home infusion. The next morning the pt called the chemotherapy infusion center, and stated. "Something is wrong with the pump." The pt was instructed to come to the chemotherapy infusion center right away. When the pt arrived, the pump was leaking on his body. The pt cleaned. The leak was noted to be at the connection between smartez pump and posiflow. The male piece of the luer lock end of the smartez pump was found to be broken off and lodged in the posiflow. Pictures were taken and the MFR rep was notified.